Event description:
Boston scientific received information in (B)(4) 2007 that this clinic rn contacted technical services and latitude customer support to discuss a yellow alert (out of range atrial lead impedance). The measured atrial lead impedance was > 3000 ohms. Technical services reviewed the events stored in latitude and identified several hundred atr episodes. An examination of some episodes demonstrated significant atrial oversensing. The clinic nurse was aware of the possibility of a loose set screw or lead fracture. Upon receipt, visual inspection of a complete lead identified set screw marks on the terminal pins. This is consistent with terminal pin-set screw contact. Dried bodily fluid was identified in the lumen beyond the helix housing. The lead was put through and passed a series of tests that verified the electrical continuity and insulation integrity of the lead. It was concluded that there was no evidence of a conductor fracture. Boston scientific received additional information from the local sales representative that this patient had received physical injuries and it was suspected that the atrial lead had dislodged as a result of those injuries. Subsequently, boston scientific received information that this device was electively explanted due to normal battery depletion in (B)(6) 2012. The device was received at boston scientific's product return department and is currently undergoing operational and functional testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device met longevity calculations. Visual inspection found that all of the seal plugs were intact and all of the setscrews operated normally. A 682 ohm load was connected to the atrial channel and a manual impedance measurement on the bench was 678 ohms which is within an acceptable range. This device was put through and passed automated production sensitivity, pacing, low voltage shock, and impedance measurement testing. High voltage shocks were not performed due the device's returned battery status (2.2 volts). A review of the device's memory found that shock therapy was available to the patient at explant. It was concluded that this device performed normally throughout performed laboratory testing.